Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the balloon of the catheter would not deflate. After repositioning the patient from side to side and to back, instilling a bit more fluid into the balloon, and advancing it, they could not get it to deflate. An ultrasound was completed to verify the location of the balloon and it was within the bladder. Urology was consulted. They cut the side port and nothing drained. The patient was then brought to the or where they first attempted to insert a bentson guidewire through the side port to puncture the balloon, this was unsuccessful. They then had to place a rigid ureteroscope alongside the foley catheter into the bladder, identify the balloon, place a stiff amplatz wire through the ureteroscope, and puncture it under direct visualization. The foley was then able to be removed. It was confirmed that no balloon pieces were retained.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the silicone catheter product ifus are found to be adequate based on past reviews. (B)(4). The device was not returned.

Event description:
It was reported that the balloon of the catheter would not deflate. After repositioning the patient from side to side and to back, instilling a bit more fluid into the balloon, and advancing it, they could not get it to deflate. An ultrasound was completed to verify the location of the balloon and it was within the bladder. Urology was consulted. They cut the side port and nothing drained. The patient was then brought to the or where they first attempted to insert a bentson guidewire through the side port to puncture the balloon, this was unsuccessful. They then had to place a rigid ureteroscope alongside the foley catheter into the bladder, identify the balloon, place a stiff amplatz wire through the ureteroscope, and puncture it under direct visualization. The foley was then able to be removed. It was confirmed that no balloon pieces were retained.